Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert and emitted tones. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. Additionally, it was noted rising shock impedance measurements due to the patient has experienced multiple weight changes. An x-ray was performed and it was noted the influence of adipose tissue with the coil placement and patient weight variability over time. An electrode revision was also recommended. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert and emitted tones. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. Additionally, it was noted rising shock impedance measurements due to the patient has experienced multiple weight changes. An x-ray was performed and it was noted the influence of adipose tissue with the coil placement and patient weight variability over time. An electrode revision was also recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remained implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, h1: type of reportable event, h6: impact codes.